Manufacturer narrative:
Device was discarded by the hospital. If additional info is received it will be reported on a supplemental report.

Event description:
It was reported that, "screwdriver blade broke while torquing screw. This driver head was used approximately 30 times and sterilized by chemical bath followed by 45 minute cooking."